Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the device¿s black box indicated a time and date reset in within 17 minutes of powering off on (B)(6) 2013. Time and date was accurately set at start of investigation. The pump was able to perform the rewind, load, and prime steps with no alarms. The pump was exercised for 24 hours on a 1 unit per hour basal rate with no issues. The battery was removed for 6 hour and reinserted, the pump time and date did reset to the default settings. Pump was open to investigate and the component bt1 was found to be leaking. Unrelated to the initial complaint, the pump booted to the verify screen with a dim pink contrast. The oled screen was removed and replaced with a new test screen which caused the contrast to return to normal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a dim and discolored display screen. This report is made based on results of investigation completed on (B)(4)2013.